Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the pump supplies for longer than 48 hours with humalog insulin is off label per the user guide. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose level of over 500 mg/dl, with high ketones. Ketone levels were identified as life threatening by health care provider. Customer attempted to address the elevated (bg) by changing the pump supplies and delivering a correction bolus via the pump. The customers sister drove the customer the emergency room. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48¿72 hours as recommended by your healthcare provider.